Event description:
Procedure: arthroscopy. Pt had surgery on right knee for partial medial meniscectomy and chondroplasty. During surgery outflow drain broke off in pt's knee and went undetected. Pt returned to surgery to remove foreign body.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Three photos were submitted on (B)(6) 2013, to aid in investigation. When excessive axial force is applied, the cannula tip will break. Device is over 12 years old. Root cause of breakage is handling. (B)(4) has eight MDR's on file that were a result of breakage during a knee procedure. (1418479-2009-00014, 1418479-2009-00016, 1418479-2010-00012, 1418479-2010-00022, 1418479-2012-00004, 1418479-2012-00011, 1418479-2012-00012, 1418479-2013-00001) a CAPA was initiated, 10/01/2009, when the second MDR was received. As a result, we revised our instructions for use on 06/2010. Intended use section was updated and additional cautions added regarding limited strength of device and excessive force may lead to breakage. This is the fifth event since the update has been available for new device purchases. Four events occurred within a two month time frame, two at one facility and two at another. A CAPA eval has been started to determine if any additional changes can be done to reduce breakage. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. (B)(4) considers this matters closed. However, in the event we received the device or additional info is received, we will provide FDA with f/u info.